Event description:
It was reported that damage to the pump housing caused the customer to cut their hand trying to put it back on. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.